Event description:
During follow up, loss of capture was observed from the left ventricular (lv) lead and the atrial lead. It was alleged that the device had migrated from the implant site due to twiddler's syndrome. Diagnostic imaging confirmed lead dislodgment. The device pocket was revised and the lv and atrial leads were repositioned to resolve the event. The patient was stable with no adverse consequences. Related manufacturer reference numbers: 2938836-2018-09287, 2017865-2018-11303.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow up, loss of capture was observed from the left ventricular (lv) lead and the atrial lead. It was alleged that the device had migrated from the implant site due to twiddler's syndrome. Diagnostic imaging confirmed lead dislodgment. Repositioning is anticipated to resolve the event and the patient was stable with no adverse consequences. Additional information was requested but not yet received. Related manufacturer reference numbers: 2938836-2018-09287, 2017865-2018-11303.